Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
Per medwatch; reportedly, patient's presented to ir with a leaking PICC line placed 3 weeks ago. The PICC line was replaced with a 5fr d/lpicc.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed the sample was returned in two pieces and appeared to have been cut at the 27 cm depth marker. Use residue was observed throughout the sample and a needleless injection cap was observed to be attached to the red luer hub. A small split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. The ink on the extension legs was observed to be slightly worn and faded and the pinch clamp on both lumens was observed to be engaged. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks.

Event description:
Per medwatch; reportedly, patient's presented to ir with a leaking PICC line placed 3 weeks ago. The PICC line was replaced with a 5fr d/lpicc.